Event description:
The cap on the back of the handpiece came off in the pt's mouth and was swallowed. X-rays confirmed it was swallowed and ten days later x-rays confirmed it had passed out of the body.